Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade tmzf hip stem #3; cat#6020-0335 ; lot# 11029301, alumina v40-femoral head 36mm, +5mm nk; cat#6565-0-236 ; lot# 13497001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient presented with thigh pain, scheduled revision surgery.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed through a review of the provided medical records and x-rays by a clinical consultant whereby it was concluded that {...} undersizing of the accolade tmzf stem has contributed to excessive micromotion and consequent lack of bone ingrowth fixation requiring revision for a loose stem with subsidence. {...} method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...} procedure-related factors: - undersized accolade tmzf stem. Patient-related factors no info. Device-related factors: none. Diagnosis: undersizing of the accolade tmzf stem has contributed to excessive micromotion and consequent lack of bone ingrowth fixation requiring revision for a loose stem with subsidence.{...} device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the accolade stem loosening was caused by {...} undersizing of the accolade tmzf stem has contributed to excessive micromotion and consequent lack of bone ingrowth fixation requiring revision for a loose stem with subsidence. {...}

Event description:
Patient presented with thigh pain, scheduled revision surgery. Update 30 jan 2018: a review of medical records and x-rays by a clinical consultant confirmed accolade stem loosening.